Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, t-wave oversensing was noted on the device due to the patient¿s intrinsic rhythm, leading to a loss of biventricular pacing. Reprogramming is not possible due to the patient¿s rhythm. The patient will be monitored and is in stable condition. No adverse consequences have been reported.